Event description:
It was reported that the shortly after implant the right ventricular (rv) lead was repositioned due to lead dislodgement and failure to properly sense. The lead remained in use at that time but was recently explanted and replaced due to another issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.